Manufacturer narrative:
In trouble-shooting, the medtronic representative noted the surgeon does not include the transverse or spinous processes in the bounding box when registering the fluoro merge. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a fluoro merge spine procedure, the surgeon suretraks the drill, works on one side of the spine, then when switching to the other side, the surgeon alleged being inaccurate in the medial direction. No specific measurement the alleged inaccuracy was provided. The surgeon was using a straight attachment on the drill and the clamp and tracker did not move when working on the other side of the spine. The surgeon opted to abandon the use of their navigation system and continued the procedure to completion using fluoro. Delay in therapy was less than one hour. There was no impact on patient outcome.